Manufacturer narrative:
Problem statement: through follow-ups, the manufacturer's field service engineer (fse) clarified that after replacing the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket, the fse observed multiple error codes indicating that the unit has internal communication issues. .

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.